Event description:
Event description guidant received information that this pacemaker was undersensing the p waves and oversensing the r waves. The clinician changed both lead polarities to unipolar and the p wave undersensing and the ventricular oversensing were corrected. Now there is possible oversensing in the atrium. The clinician changed the sensitivity and the atrial channel works well. The patient set in the waiting room and felt symptomatic. The device was checked again and there was a loss of ventricular capture.